Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). The reported event was confirmed by the service technician who performed the evaluation and repair. Report source: foreign - (B)(6). On (B)(6) 2019, it was reported from flextronics international kft that a mesher had a comb issue on (B)(6) 2019. A zimmer skin graft mesher, serial number (B)(4), as well as a returned 1.5:1 cutter, serial number (B)(4), were already at a zimmer facility and were available for evaluation. Evaluation of the mesher on 11 february 2019 found that the comb was defective. The cutter was also evaluated and found to not produce a passing cut and was unable to be repaired. Repair of the mesher occurred on 2 april 2019 and involved replacing the damaged comb. The technician then verified that the device was functioning as intended and the mesher and 1.5:1 cutter were returned to the customer without further incident. The device was tested, inspected, and repaired. While the service technician found that the comb was damaged during evaluation of the device, it cannot be determined from the information provided as to what caused the reported issue to occur. Therefore, a specific root cause of the comb issues could not be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
Skin graft mesher needed repair the comb had an issue. No adverse events were reported as a result of this malfunction. No additional event information.